Event description:
The patient came to the cath lab emergently. The cath lab team verified x-ray equipment and table were working prior to moving the pt to table. Once patient was prepped and waiting on the doctor, it was found that an x-ray screen, which controls certain settings, was off. Next we tried to move the table up/down and side to side. It would not move. Then we tried soft booting the system. Still, it did not work. Still waiting on the doctor, we decided to hard boot the system. The doctor arrived and the team informed him of the situation. We saw on the x-ray monitor that the system was "stuck" in the middle of rebooting. Normally there is a countdown of time on the reboot. We watched it countdown and then it just stopped. We waited a couple minutes and then decided to move the patient to another lab with working x-ray, which we tested before moving the patient. We told physician we were going to move the patient and he left and told us to call him when ready. We asked the patient several times during this situation if he was experiencing chest pain and he answered no. We moved the patient to a stretcher using a slideboard and transported him to another cath lab and again, using a slide board, moved the patient to the table, still chest pain free. We called the doctor to come back to the lab and we re-prepped the patient. Physician arrived and scrubbed in and performed a left heart cath with no coronary intervention. After the case, we transported the patient. A ticket was called in to philips and a technician came out to evaluate the issue: here is what he found: cath lab - found that there were voltages missing from the power distribution manager (pdm) inside the power distribution system (pds) of the system's mains cabinet. I traced the missing voltages and found a defective dc power supply (dcps). I replaced the dcps and the system booted up without any problems and it was working fine.